Manufacturer narrative:
Customer contacted tandem technical support later same day and reported that blood glucose remained elevated (324 mg/dl). Customer was unsure of the cause. Customer address the issue with manual injection and correction bolus. Customer changed out supplies which had been in use for 3 days. The following day, customer reported that blood glucose had returned to target range (72 mg/dl). The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus calculation was inaccurate (smaller than expected) and customer did not deliver the bolus. Customer's blood glucose was 425 mg/dl which was addressed with manual injection. Reportedly, customer had difficulty viewing pump settings due to poor eyesight. Tandem technical support reviewed pump settings/data and found that the customer had declined the correction factor on multiple occasions after customer's blood glucose value was entered into the pump. Customer acknowledged mistakenly interpreting the insulin on board value as the bolus calculation, and declining the correction boluses.